Event description:
The manufacturer received information alleging the active exhalation verification test step had failed on a trilogy ev300 device. The device was not in patient use. The device has not been returned to the manufacturer. At this time, the device investigation has yet not begun on the device. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the active exhalation verification test step had failed on a trilogy ev300 device. The device was not in patient use. The trilogy ev300 device was evaluated by a philips service engineer (se). The device evaluation found proportional valve and three-way (3-way) solenoid valve had caused the active exhalation verification test step to fail on the device. The philips se replaced the device's proportional valve and 3-way solenoid valve to address this issue. The system meets the specification for the performed service and was returned to use.